Event description:
It was reported the rv lead was explanted and replaced due to varying and high impedances, 768 to 1520 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. No anomalies found; full lead analyzed.